Event description:
Urine testing kit test positive for methadone opiates and chlamydia and others. Doctor refused to believe me that I don't use methadone on opiates and treat me for chlamydia until a confirmation test done for false reading. Doctor unable to give patient fair treatment because of false reading. There is no trust between patient and doctor. I want these test false reading removed from my medical record and destroy all false reading.